Event description:
Procedure type: low anterior resection according to the reporter: firing failed during a distal rectum cutting and anastomosis during a lar surgery. When the surgeon pressed the return button, it was found that the staples of the previous loading unit were piled up on the blade and stuck on the rectum tissues. Surgical time was extended by more than 30 minutes due to the product problem. There was no extension in the hospital stay. There was unanticipated tissue loss and tissue damage.

Manufacturer narrative:
(B)(4).